Event description:
Ongoing problems that started after essure was inserted. Increased bp, allergic reactions had to go to the ER twice, had stress tests, ultrasounds, heavy bleeding with menes, feelings of exhaustion and joint pain, chest pains, and costochondritis.